Manufacturer narrative:
(B)(4). Batch # m54g17. Additional information was requested and the following was obtained: on which firing did this occur? Unknown the analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with void staples, with the washer uncut and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colorectal procedure (resection sigmoid and small bowel) the doctor, after firing the device, noticed that it did not staple but only cut. Fortunately it had no consequences for the patient and because he could do a hand laid anastamosis.